Event description:
Pt has a paradigm insulin pump. The pump without warning flashed "no power" and started continuously beeping. They called the 1-800 # for minimed. They could not figure out why. They sent pt a new pump and had pt send the new one in.